Event description:
Report of breakage of hub of the proximal port of a triple lumen catheter received. The customer reported that the triple lumen catheter was placed in the left subclavian vein in 2000 on the 7am-3pm shift. The next day during the 3pm-11pm shift, the pt was turned to an unspecified side and "the hub just snapped off the proximal port." It was a clean break, like it had been cut." The staff denied any tension on the port or line. The staff tied the port into a knot and switched the drip infusing via the proximal port to another port. There was no report of blood loss. There was a scant amount of intravenous fluid that leaked. The next day the catheter was removed and another was placed. No signs and symptoms of infection were reported. There was no report of adverse pt effect.